Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the or with post-paced t-wave oversensing on the ventricular lead as noted on the egm. The patient did not receive therapy during the oversensing. The device was reprogrammed and issue was resolved.